Event description:
Customer reported that pt with known anti-jka did not react with 0.8% selectogen lot 8s624. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics, inc.